Manufacturer narrative:
Correction: concomitant medical products /device evaluated by MFR sample return cancelled. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Distortion was found when the strike plate was removed after fixing the nail. When I watched it closely, there was a crack in the screw hole. Procedure was completed successfully with no surgical delay or adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Distortion was found when the strike plate was removed after fixing the nail. When I watched it closely, there was a crack in the screw hole. Procedure was completed successfully with no surgical delay or adverse consequences reported.